Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative regarding the patient with the third ins since the initial implant in 2012. The patient did not want the same model number of the ins implanted due to the long recharging time at the last implant in (B)(6) 2017. It was reported that intraoperative troubleshooting will be performed by the manufacturer representative on (B)(6) 2017. It was believed the ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the surgeon implanted a totally new painstim-system in the patient on (B)(6) 2018.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37081-60 lot# njb150066v, product type extension. Product ID 37081-60, lot# njb150082v,product type extension. Product ID 977a260 lot# 0207310076. (B)(6).

Event description:
Information was received from a manufacturer representative regarding a patient with occipital nerve stimulation. There was a change in stimulation after the kitchen cabinet door hit the patient in the neck (over the extension). There was a lack of occipital nerve stimulation on the left side. Technical services noted that the impedance on contact 7 was higher than all other pairs. (No impedance measurements were taken before the accident.) This could indicate the beginning of a lead fracture, however, it could also be related to the patient. The patient did have electrode 7 activated since (B)(6) 2014 (when the occipital nerve stimulation treatment started up) and they tried to program around electrode 7 and find some good stimulation on the patient, but it didn't work out at all. So, they "put off" all the anodes and cathodes on the left side lead. Just the right one is active for stimulation now. Technical services indicated that, since programming did not resolve the issue, they can consider invasive troubleshooting to check whether the lead or the extension is causing the problem. Based on the intraoperative impedance measurements, they could then decide to replace the lead or extension.

Manufacturer narrative:
Concomitant medical products update: additional information from the manufacturer representative reported the previously associated devices are pertain to the ins in manufacturer report number 9614453-2017-02619. Follow-up is being performed to clarify the associated products pertaining to this regulatory report. Correction: the explant of the associated devices is also reported in manufacturer report number 9614453-2017-02619. Follow-up is also being performed to clarify the troubleshooting and actions/interventions pertaining to the unknown lead and extensions in this regulatory report. If information is provided in the future, a supplemental report will be issued.